Manufacturer narrative:
Additional information: the DHR records have been reviewed for batch 5336557 with no issues being identified.

Manufacturer narrative:
(B)(6). Results: bd received a photograph from the customer facility for investigation. Based on the visual evaluation of the photograph, bd observed that there were two tubes with missing labels. A review of the retention samples from the incident lot indicates that the retain tubes were correctly manufactured with labels. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: the root cause / potential root cause for the missing label on the tube was determined to be that the line sensor was over-adjusted. It is possible that the sensor was being adjusted trying to fix an issue and tubes were not properly cleared from the line while the setup was making the adjustments. Bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that two bd vacutainer® urine collection, bulk tube, 8.0 ml 16x100 mm were found without labels. No serious injury or medical intervention was reported.